Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was for implant exchange. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture was identified during explant surgery. Manufacturer of the device is unknown. Device has been explanted.